Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was using the tandem charging cable and wall adaptor when the alert occurred. The issue was resolved after the customer plugged the charging cable into a wall adapter for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was required.